Manufacturer narrative:
Upon review by field service, it was determined the cable and spring designed to stop free fall of the column failed prematurely. Going forward, field service will replace the spring each time the column wire is replaced. There have been no noted patient or user injuries at this time. A follow up report will be sent if any additional information is obtained.

Event description:
Per customer communication, during a procedure, the device column fell to the lowest position. No patient or personnel were injured or harmed.